Event description:
Patient developed an infection in the joint space approximately two weeks post-op following a primary tka. The surgeon elected to address the infection through re-operation to thoroughly clean joint space. The tibial insert was removed and replaced as part of the cleaning process.

Manufacturer narrative:
Review of all applicable documentation in relation to the sterilization of this implant indicates all sterilization parameters were within the validated limits. Further, review of all environmental monitoring and periodic product testing did not reveal any condition that would have indicated a threat to sterility. Exact root cause of the infection is not known.